Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
During lap sleeve gastrectomy, the surgeon, used plee60a stapler with gst60g and, ech60r staple line reinforcement material. The stomach part was stapled greatly, while the specimen part wasn't stapled completely on the second fire. The staples remained in the reload. The surgeon continued the surgery without ech60r, with the same stapler plee60a and it went smooth. No patient consequences reported. No further information is available.